Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. The insertion site (arm) was swollen, painful and the patient had a fever. The patient visited the doctor and was prescribed flucloxacilline mylan 500 mg for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The adhesive pad and welds were inspected and no abnormalities or deficiencies were found. The cause of the reported infection could not be determined.